Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be determined. A full evaluation of the device could not be conducted because the patient remains ongoing on vad support. No additional complaints related to gi bleeding have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with gi bleeding. The patient received an unspecified amount of packed red blood cells. No information was provided regarding the specific source of the bleeding. Incidentally, the patient was also diagnosed with hodgkin's lymphoma at this time. No additional information was received.

Manufacturer narrative:
Approximate age of device - 11 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.